Manufacturer narrative:
The failure investigation has been completed and the wake button issue was verified. However, the high blood glucose issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button has stopped functioning. During troubleshooting with tandem technical support, it was confirmed that the pump still turns on when plugged into a power source. The customer's blood glucose level (bg) was 120 mg/dl at the time of the event; however, the customer reported an elevated bg level of 268 mg/dl at the time of the call. Reportedly, the cause of the elevated bg level was not related to the pump or supplies. The customer stated that he ran out of insulin and did not have a method of back up method of insulin therapy available. A follow up call on 03/13/2017 indicated that the customer was able to obtain insulin pens from their health care provider.